Event description:
It was reported to boston scientific corporation that a 10mmx40mm wallflex biliary fully covered stent was used in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a common bile duct (cbd) bleeding after a sphincterotomy. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician released the stent to just before the limit marker but noted that the device was distal to the target location. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained completely. The partially deployed stent was removed from the patient. A 10mmx40mm wallflex biliary fully covered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 22mm and had moved distally over the tip. There were kinks at the distal end of the outer sheath and the deployment handle was positioned distal to the reconstrainment limit marker on the stainless steel shaft. During analysis it was not possible to reconstrain the stent due to its position over the tip. The outer sheath was then retracted and the stent was deployed. No issues were noted with profile of stent, inner or stent holder. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a 10mmx40mm wallflex biliary fully covered stent was used in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a common bile duct (cbd) bleeding after a sphincterotomy. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician released the stent to just before the limit marker but noted that the device was distal to the target location. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained completely. The partially deployed stent was removed from the patient. A 10mmx40mm wallflex biliary fully covered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.